Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that fluoroscopy revealed a fracture in the right ventricular (rv) lead. The lead was found to have high thresholds with no capture and high impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.